Manufacturer narrative:
Unable to perform the displacement test due to severely cracked and bleeding lcd glass. Pump received with broken off broken components on the electrical board and broken force sensor. Pump received with detached end cap.

Event description:
Customer reported via phone call that the bottom of pump fell off. The customer¿s blood glucose level was unknown time of the incident. Troubleshooting was performed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.